Manufacturer narrative:
This is 1 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject balloon device burst. No clinical consequences were reported to the patient due to this event. No other information was provided.

Manufacturer narrative:
D4 expiration date - added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on - updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscopic examination of the returned subject balloon catheter device found to be kinked/bent in multiply areas and the balloon was burst/ruptured. A functional inspection could not be performed due to condition of the subject balloon catheter device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when using the flowgate product was burst. Additional information states that the balloons were inflated to nominal pressure with a 1ml syringe, there was no leakage noted during preparation of the balloons and the patient¿s anatomy was noted to be moderately tortuous. The subject balloon catheter device was returned and the balloon catheter shaft was noted to be kinked in numerous locations and the balloon was noted to be burst/ruptured, confirming the reported event. It is probable that the balloon was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported and analysed ¿ balloon burst/ruptured during use¿. It is probable that the balloon catheter shaft was kinked at some point after the event due to handling of the device, therefore an assignable cause of handling damage will be assigned to the analysed ¿balloon catheter kinked/bent¿.

Event description:
It was reported that during procedure, the subject balloon device burst. No clinical consequences were reported to the patient due to this event. No other information was provided.